Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported shaft separation and kink were confirmed. The reported difficulty to position could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in an unspecified coronary artery, a 3.5 x 12 nc trek rx dilatation catheter was removed from the hoop and prepped for use. The dilatation catheter was advanced onto the guide wire; however, resistance was felt with the guide wire. Reportedly, the physician decided to remove the dilatation catheter from the guide wire and during withdrawal a kink was noted on the shaft. During removal of the dilatation catheter from the guide wire, the shaft separated into two pieces. The 3.5 x 12 nc trek rx dilatation catheter did not enter the patient anatomy. A new same size nc trek rx dilatation catheter was used without issue to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.